Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed, assessed as surgical damage. Capsular contracture: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, bilateral device rupture. Initially suspected, during a routine ultrasound on and confirmed by an MRI. This record relates to the left side. It was later confirmed, by the healthcare professional. Who reported, left side device rupture, silicone leakage, capsular contracture, baker grade ii. The device has been explanted and replaced with a non allergan device.